Event description:
It was reported the patient's IPG was inoperable. Surgical intervention took place wherein the IPG was explanted and replaced to address the issue. Effective stimulation was established.

Manufacturer narrative:
Date of event is estimated.